Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that immediately following an intraocular lens (iol) implant procedure, he has experienced glare, a flickering effect when looking at lights and glistenings that impact his daily activities. The consumer reported that his surgeon has observed glistenings on the iol. The consumer also stated that one year prior to the iol implant procedure, he experienced a retina detachment in the operated eye. Additional information has been requested.